Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed a low battery message when the meter powered on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed the battery indicator symbol on (B)(6) 2017. The patient manages her diabetes with insulin which she self-adjusts. She reported that on (B)(6) 2017, she decreased her insulin and administered 5 units of novolog and 50 units of lantus. She reported that 3 days after the start of the alleged issue, she developed symptoms of ¿frequent urination, thirsty and fatigued¿. She denied receiving any treatment above and beyond her usual diabetes management routine. She also denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided, there had been no misuse of the meter. Also, based on the information provided, the meter¿s battery needed to be replaced; however, the patient did not have a replacement battery to insert into the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Frequent urination, thirsty and fatigued, after obtaining the battery indicator and reducing her insulin doses.